Manufacturer narrative:
An event regarding concerns of loosening involving an unknown shell was reported. A medical review by a clinical consultant confirmed cup malposition. Method & results: device evaluation and results: a review of the provided photo by a clinical consultant noted the following "fibrous tissue adherence on porous-bead coating indicating loose cup." Medical records received and evaluation: a medical review was performed and concluded. Procedure-related factors: cup malposition in low inclination and medialized position. Heterotopic bone formation as secondary factor. Patient-related factors. Heterotopic bone formation is also partly patient-related. Device-related factors: none. Diagnosis: cup malposition in low inclination and medialized position has contributed to an overload condition in the arthroplasty contributing to cup loosening after a still respectable survival of 29-years." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a medical review was performed and concluded, "cup malposition in low inclination and medialized position has contributed to an overload condition in the arthroplasty contributing to cup loosening after a still respectable survival of 29-years." No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of a pca cup due to cup loosening. Initial primary hip surgery to implant pca cup and stem thought to be in 1988. Pca cup revised to a depuy pinnacle cup on 4.5.17. Head exchanged on pca stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of a pca cup due to cup loosening. Initial primary hip surgery to implant pca cup and stem thought to be in 1988. Pca cup revised to a de puy pinnacle cup on (B)(6) 2017. Head exchanged on pca stem.